Event description:
It was reported that during implant, the patient developed a pericardial effusion with evidence of tamponade, overall discomfort, bradycardia, diaphoresis and hypotension which were likely due to a perforation when positioning either the right atrial (ra) or right ventricular (rv) leads. A pericardiocentesis was performed and the patient had a pericardial drain in place. When echo noted no more effusion, the pericardial drain was discontinued. However, the patient developed a pulmonary embolus and a chest e-ray also noted possible pneumonia. Also the patient developed acute renal failure due to hypotension. The patient was treated with intravenous fluids, oxygen, bronchodilators and medications. This event was reported from the (B)(4) study. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.